Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly. Further testing was not performed due to the blank display.

Event description:
It was reported that the insulin pump alarmed several times and it had to reset her pump the time/date. Advised customer to discontinue the insulin pump use and revert to back up method of manual injections. No further information was provided.